Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): turns to extend/retract helix exceeds spec, and helix was bent; full lead returned and analyzed.

Event description:
It was reported that at implant and second repositioning of the lead, the helix would not deploy. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel, helix distorted/bent, turns to extend/retract helix exceeds spec; the analyst noted that the helix will not extend due to being over-retracted; full lead returned and analyzed.